Manufacturer narrative:
The pump failed the leak test. The pump was received with a blank display due to a corroded electronic assembly. Unable to verify the critical pump error due to the blank display. The motor assembly and battery tube had corrosion damage. The pump was received with a cracked case on the back at the battery tube and minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a critical pump error alarm. The caller could not recall any significant events leading to the issue. The customer's blood glucose level was 10 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.